Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of an incisional hernia. As reported, a davol ventralex hernia patch, was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the patch. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, ¿to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no), e3, f12, g1, g3, g6, h2, h6, h10, h11 . Corrected field : h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of an incisional hernia. As reported, a davol ventralex hernia patch, was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the patch. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia containing chronically incarcerated omental fat thereby underwent open hernia repair with the implant of ventralex patch (device #1). Per operative notes, "multiple pockets of swiss cheese type hernia in midline containing chronically incarcerated omental fat. A bard ventralex circular mesh (device #1) in underlay fashion. (B)(6) 2016 - patient was diagnosed with abdominal pain and recurrent incisional hernia thereby underwent open hernia repair with implant of phasix mesh (device #2) and phasix st mesh (device #3), abdominal wall reconstruction and removal of mesh (device #1). Per operative notes, "moderate amount of adhesions was removed. The sac was identified, the old ventralex mesh (device #1) was removed. The subcutaneous flaps were created on both sides. A phasix mesh (device #2) in between posterior rectus sheath and rectus muscle and sutured. Another layer of mesh (device #3) was placed in overlay and sutured." (B)(6) 2016 - patient was diagnosed with recurrent lower abdominal incisional hernia thereby underwent open hernia repair with ventralight st with echo ps mesh (device #4) and abdominal wall reconstruction. Per operative notes, "significant amount of small bowel hanging inside hernia sac with no signs of strangulation and obstruction. Subcutaneous flaps were created on both sides. A bard ventralight st with echo ps mesh was placed in underlay fashion." (Note, no visualization of previous mesh). Attorney alleges that the patient had adhesions, pain, hernia recurrence, additional surgery to repair the hernia and remove the mesh and future surgery required.